Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that 7 days after the dental implant was installed in intraoral region 5#, its non-osseointegration was observed. Moreover, 50n.cm of primary stability was achieved, the patient presented bone type I.